Event description:
The physician advanced a wilson-cook gi aspiration needle through a side-viewing endoscope to drain a pancreatic abscess. When the needle was advanced into the abscess, the needle detached from the catheter. The needle was retrieved with a snare. The pt was reported to be in stable condition.